Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 6 days after a coronary artery drug-eluting stenting treatment procedure the pt expired. The index procedure, treated one target lesion: a 3.0mm vessel diameter, 12mm long, not calcified or tortuous, 90% stenosis, in the proximal left anterior descending artery, the lesion was not predilated. The physician successfully implanted 1 taxus liberte 3x12mm drug-eleuting stent (des) at 12 atms. Post treatment lesion was 0% stenosis with timi 3 flow. The pt was discharged one day post-index procedure receiving aspirin and clopidogrel. The pt expired and was found by his wife. No further details were provided; cause of death was not known. The physician indicated a relationship to the device was not established. This product is only ous approved, but it is similar to a marked us device.